Event description:
It was reported the catheter was kinked. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter and the product lidstock for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed a kink in the distal extension line. No other defects or anomalies were observed. Microscopic examination confirmed the damage. The appearance of the damage is consistent with undue force applied to the catheter or mispositioning of the extension line during use. The kink in the extension line measured 50mm from the luer hub. The length of the catheter body from the juncture hub to the distal end measured 209mm which is within the specifications of 201.5-210.5mm per product drawing. The distal extension line outer diameter measured 2.185mm which is within the specifications of 2.13-2.21mm per product drawing. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory 10ml syringe. No leaks or blockages were observed. A manual tug test confir med the distal luer hub was still secured to its extension line. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of a kinked extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed one kink in the distal extension line. The returned catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was kinked. There was no report of patient harm.

Manufacturer narrative:
Qn# (B)(4).